Event description:
A hospital in (B)(6) reported that an rt340 adult dual heated evaqua breathing circuit was "leaking" during a ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. (B)(4). The returned complaint expiratory limb of the breathing circuit was returned and pressure tested. The pressure test found the pressure drop to be within specification for this product. No fault was found with the returned complaint expiratory limb of the breathing circuit. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. (B)(4). The rt340 user instructions include the following statement: "set appropriate ventilator alarms", as ventilator alarms alert the user to a leak in the system and allows caregivers to act by replacing the breathing circuit according to their standard procedures.